Event description:
It was reported that no audio output occurred. The patient was watching tv and fell asleep. During this time, the patient¿s continuous glucose monitor (cgm) value was dropping, and the low alert was not heard. However, the patient¿s wife heard a ¿no readings alert¿ (which occurred for approximately 15 minutes) which caused her to check on her husband. The patient¿s wife treated the patient with juice and called 911. No blood glucose (bg) meter value was reported. At some point, the patient lost consciousness. Once emergency medical service (ems) arrived, the patient was treated with glucose tubes. The patient regained consciousness after this treatment. After the patient regained consciousness, the patient was treated with more glucose tubes until his bg meter level reached 70 mg/dl. The patient was not transported to the hospital. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.